Event description:
It was reported that a experienced a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed that the unit was received inoperable due to the reported symptom of system error 105" caused by a failed motor (seized). The failed motor assembly was replaced.